Manufacturer narrative:
The issue was resolved by phone support. The customer removed the endoscope from the arm, rotate it to match the selected orientation on the screen, cancel the guided tool change, and reinstall the endoscope. This resolved the issue. No site visit was required, and the system was working properly. As of the date of this report, the 30-degree endoscope has not yet been received by intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted incisional hernia tapp surgical procedure, it was reported that an inverted image was observed during a procedure while using a 30-degree endoscope. Troubleshooting began with guidance to remove the endoscope from the arm, rotate it to match the selected orientation on the screen, cancel the guided tool change, and reinstall the endoscope. This resolved the issue, allowing the procedure to continue. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to improper customer setup. It can be resolved by removing the endoscope from the universal surgical manipulator (usm), rotating the endoscope, pressing the clutch button on the usm to cancel guided tool change and reinstalling the endoscope.